Event description:
It was reported that the patient was not satisfied. The patient had a loss of stimulation in addition to a loss of therapeutic effect (described as less than 50% therapy relief). The patient had pain. It was also stated that some impedances were high, but no values or additional information was known. On (B)(6) 2014 it was reported that the patient went to another hospital and a different physician for a follow up. The stimulator had been switched off for a year and a physician mode reset (pmr) was attempted, but did not work. The patient¿s status was reported to be alive with injury (pain and no therapeutic effect). Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown product type: lead. (B)(4).